Event description:
As reported by the user facility: ref # (B)(4), serial # (B)(4), occurred (B)(6) 2013; reported (B)(4) 2013. Reports under infusion, not on pump: 3% sodium chloride set to infuse 125/hr in 3 and 1/2 hrs pump said infused 450 mls, but bag only had 200 ml's out of it. Reported effected pt's progress. Ref MFR # 9610825-2013-00202.